Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleged seeing particles in tubing/chamber and havings wheezing, coughing, nasal and throat irritation or soreness, shortness of breath, headaches and higher blood pressure while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging seeing particles in tubing/chamber and havings wheezing, coughing, nasal and throat irritation or soreness, shortness of breath, headaches and higher blood pressure related to a CPAP device's sound abatement foam. The reported event of shortness of breath, difficulty breathing, headaches, asthma, higher blood pressure, wheezing, coughing, nasal and throat irritation that is not resolving with medication use was reviewed by the pms clinical expert. This event is not assessable due to insufficient information related to: device use, cleaning practices, information surrounding burning smell and diagnoses timeline. Based on the available information, the manufacture concludes no further action is necessary. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.